Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: date of this report was updated. Brand name was updated. Catalog number and lot number was updated. Date received by manufacturer was updated. PMA/510(k) number was updated. Additional 510(k) number is k013227. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Device manufacturing date was updated. Method code was updated to 3331 and 4109. Results code was updated to 312. Conclusions code was updated to 4310. Narrative/data was updated. The reported device was received for evaluation. The reported condition of infection and bone loss was not confirmed. Visual inspection of the as returned product identified significant wear and bone tissue about the threads from removal. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional 510(k) number is k101880. A separate medwatch submission has been submitted for the reported fractured implant suffered on a different date by the same patient with the same device. See medwatch (B)(4).

Event description:
Doctor reports bone loss and infection around implant tsvtwb11. The implant was removed.